Event description:
It was reported that the system intermittently displayed a communication error which required a reboot to restore operation. This is indicative of a system lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) was installed during the service call. The system was tested and found to be working as intended and put back into service.